Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete.

Manufacturer narrative:
(B)(4). Evaluation of the returned device found the distal end of the device appeared normal and the exchange sheath was fully slit. The flex/nylon shaft was cut and the control wire was bent. The thumb advancer was retracted from the finish position, an indication that the access ports were used. During clip deployment the vessel locator wings are designed to automatically collapse to not interfere with clip deployment. However, during inspection of the device, one locator wing was found severely bent. The bent locator wing indicates that distal forces were applied to the wings during thumb advancement preventing them from collapsing proximally into the tube set. Tissue compressed between the distal end of the tubes and behind the open vessel locator wings during thumb advancement is the most probable cause for the bent locator wings and subsequently contributed to difficult device removal. Since the flex tube was cut and the wire and locator wing were bent, we were unable to check the wings retraction movement when the trigger button is pressed. A review of the device history record did not reveal any non-conforming material records associated with this lot.

Event description:
It was reported that a physician, trained in the use of the starclose se device attempted arteriotomy closure of a common femoral artery after a neuro interventional procedure. Reportedly, the clip was deployed; however, the device body was unable to be removed from the patient's anatomy. The physician pressed the safety release button and then attempted the access ports unsuccessfully. Another physician, not trained in the use of the starclose se device, cut the flex guide proximal to the hub and the device ultimately came out though approximately 10 minutes of manipulation. Manual compression was applied to achieve hemostasis. There were no adverse patient effects. Though requested, no additional information was provided.